Manufacturer narrative:
The pump passed performance verification testing, including delivery accuracy, within product spec. Add'l testing at the customer reported settings was also performed with the pump functioning within product spec. The frequency of death or seious injury reports for code 102 (overdelivery) for lifecare 5000 products is approx 0.77/million sets.

Event description:
Overdelivery reported. Medwatch form rec'd from the user facility states: "pump set to deliver 1260ml cisplatin over 24 hours. Rate set at 53ml/hr. At 11am. At midnight, pump still read as delivering 53 ml/hr, but approx 840 ml already delivered (64.6 ml/hr). Remaining dose recalculated and pump turned down to deliver 27 ml/hr. Pump continued to deliver over programmed rate. Unable to determine if pump delivered bolus of med and then programmed rate or if pump consistently delivered med at higher volume than that programmed." No adverse effects to the pt were reported verbally by the report source. Medwatch form indicates nausea, vomiting and fatigue. No add'l info available.